Manufacturer narrative:
In this case, the reported single gripper actuation issue (difficult to open or close) and positioning failure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no other complaints from the lot. Based on available information reviewed and the results of the returned device analysis, a cause for the reported positioning failure associated with the clip interacting with the anatomy and single gripper actuation issue (difficult to open or close) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, mitraclip xtw was stuck in the chordae, and one of the grippers would not lower and would not raise. Clip was removed from the patient without any damage and was replaced with the new clip. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.